Manufacturer narrative:
Follow-up #1: date of submission 04/07/2014. Device evaluation: the device has been returned and evaluated by product analysis on 03/19/2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Visual inspection of the pump found some cosmetic damages. Review of black box data found record of the time and date reset on 01/30/2014. The time and date was incorrectly set at the start of the investigation. On investigation, the pump powered up with the appropriate audible and vibratory functions. A rewind/load/prime sequence and a 24 hour pump exercise were executed without incidents. The pump failed a time keeping accuracy test due to a defective internal clock battery. As a result the investigation was unable to fully investigate the reported time/date issue. Pump casing was opened to further investigate and no moisture corrosion or intermittent contacts were found with the power circuit. Unrelated to the time/date issue, it was observed that the display was dim and discolored.

Event description:
On (B)(6) 2013, the lay-user/patient contacted animas to report that her insulin pump is programmed with the incorrect year of 2014. The time, month, and day reportedly was correct. She claimed that after she corrected the date and time, the animas insulin pump has been fine. The patient verified that the time/date was correctly maintained when the battery was removed for less than 24 hours. There was no product misuse. There was no reported patient impact associated with this complaint. This complaint is being reported because the patient had the incorrect year of 2014 within the animas pump. It is not clear whether the patient inadvertently changed the date or the animas pump automatically altered the year to 2014.